Event description:
During follow-up, the device would not interrogate after several wand positions were tried with three different programmers. X-ray confirmed device was in correct position. Insructions to perform a block mode command to retrieve that device ID was performed without success. The decision was made to explant the device.